Event description:
It was reported that the patient presented to the clinic remotely on (B)(6) 2021 for a follow-up. During interrogation of the implantable cardioverter defibrillator (ICD), it was noted that there were several inappropriate automatic mode switch episodes. These episodes were being stored due to far r over-sensing on the atrial channel of the ICD. Programming changes were done by the clinician. There were no adverse consequences to the patient.